Manufacturer narrative:
Model no: possible model numbers ch2030 or ch2060. The device is not available for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
The date of the event is unknown. The customer reported that a 30 ml or 60ml syringe with spinning spiros leaked chemotherapy. There was patient involvement and the leak was noted after infusion was completed. There was no harm reported. This is report 2 of 2.